Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient experienced a subscapularis tear while performing an incorrect movement during a weight training exercise in the gym. The event is currently continuing as the revision as not yet occurred. No further information is available at this time.